Event description:
Needle placed to start dialysis. When connected to the blood line, blood began coming through a crack in the needle hub. Pump stopped immediately and lines clamped. Blood loss of only 5-10 milliliters. Needle replaced and dialysis continued without further event.